Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right implanted neurostimulator (ins) voltage is getting low and  patient (pt) will be needing to get it replaced. Caller mentioned that in oct 2017, pt had lead revision on left side. Caller states pt had micro-fracturing on the left battery into the neck area.  The lead was pulled out and the new one was put in. Caller states now the battery life of the two ins is off and pt is having to get a new ins about every 2 years.